Event description:
It was reported that a patient suffered a bowel perforation, reportedly due to a momentary loss of light. They had to have a second procedure (laparotomy) a few days later and are currently in itu.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).